Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. There is a filter in the inferior vena cava. There is a sheath introduced from the right femoral vein that ends in the right common iliac vein. There is a wire over the bifurcation into the iliac vein and ending somewhere in the left venous system. There is a balloon that is fully inflated in the common iliac vein. The balloon is filled with contrast with some deformity around the proximal marker. One photo was provided and reviewed. The photo shows the atlas balloon in deflated state. Blood residues were noted throughout the balloon. Catheter hubs were not visible in the provided photo. No specific anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 27, during a percutaneous transluminal angioplasty procedure, the patient underwent balloon dilatation and stent placement for left iliac vein stenosis. An atlas balloon was used to dilate the left iliac vein, but the balloon could not be deflated after inflation. Several pressure pumps were replaced, and multiple attempts were made, but the balloon still could not be deflated and removed from the body. The surgeon then used a rups introducer needle to puncture the balloon and remove it completely with a retrieval device. The follow-up surgery was successful, and the patient's condition was normal after the surgery, with no adverse effects.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and image were provided for review. The investigation of the reported event is currently underway. D2b (dqy;lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 27, during a percutaneous transluminal angioplasty procedure, the patient underwent balloon dilatation and stent placement for left iliac vein stenosis. An atlas balloon was used to dilate the left iliac vein, but the balloon could not be deflated after inflation. Several pressure pumps were replaced, and multiple attempts were made, but the balloon still could not be deflated and removed from the body. The surgeon then used a rups introducer needle to puncture the balloon and remove it completely with a retrieval device. The follow-up surgery was successful, and the patient's condition was normal after the surgery, with no adverse effects.